Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Follow-up communication with the customer confirmed that a non-zoll battery was used at the time of the reported malfunction. The customer acknowledged that using non-zoll product lead to the reported event. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.